Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-00543081. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: according to the information received, the patient developed ptosis. During evaluation of the sample it were observed two creases in anterior and posterior view. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reason for device explant and/or reoperation: right breast capsular contracture, bilateral ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00543081. It was reported that a (B)(6) female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 275cc gel breast prosthesis (right device) and a mentor memorygel breast implant 300cc gel breast prosthesis (left device) developed capsular contracture (baker grade iii) in her right breast. In addition, the patient developed ptosis in both breasts. As a result, the patient underwent bilateral explantation and replacement with mentor gel breast prostheses on (B)(6) 2019. This medwatch report is for the patient¿s left breast prosthesis.